Manufacturer narrative:
Initial MDR was submitted with an incorrect date in b4. Actual date of this report is 12/02/2025.

Event description:
The pump was returned for mechanical hardware failure (air compressor). Unit started up with double red pump alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed (valve 1 leak). Installed engineering test pneumatic assembly and performed recharge test, unit passed. Air compressor will be removed and replaced during repair process.

Event description:
The following has been reported: biomed reported: "the pump makes abnormal noises after powering on, then immediately goes into as error state.". Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.